Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was reported as (B)(6). This report is for is for four unknown uss screws. Implant date was reported as an unknown date in (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implanted date: (B)(6) 2006, unknown day device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a l4-l5 posterior spinal fusion with synthes universal spine system (uss) in (B)(6) 2006. At an unknown point in time, the patient developed adjacent level disease and stenosis at the l3-l4 level. The patient had pain, irritation and discomfort. Revision surgery was performed on (B)(6) 2015 to address the stenosis. The surgeon removed the uss nuts, collars, and rods from the 2006 procedure. He left the existing uss screws at l4 and l5 in place. He placed new uss screws at l3 and performed a l3-l4 decompression. The surgeon then placed the new rods, connected them and successfully completed the procedure. There were no issues with the original hardware and no complaint is alleged against it. This report is for is for four unknown uss screws. This is report 7 of 7 for (B)(4).